Manufacturer narrative:
Patient codes: (B)(4). Device code: (B)(4). It was reported that following insertion the patient experienced severe abdominal pain, adhesions, scar tissue, and hernia recurrence. It was reported that patient underwent mesh excision on (B)(4) 2015 by (B)(4) due to recurrent incisional hernia.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and a mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/21/2019.